Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event.

Event description:
Healthcare professional reported that patient was injected with 1 syringe in the cheeks and 2 syringes in the chin, marionette, and mental crease area of juvéderm¿ voluma¿ with lidocaine. Approximately four weeks later, patient had severe chin swelling and pain with no evidence of infection. Puncture shows serous fluid. Patient was treated with 1000u hyaluronidase in chin and marionette area and advised to take 10mg reactine® daily. One week later at 2nd follow-up, filler had dissolved 50% and edema was still present. Patient was treated again with 1000u hyaluronidase in chin and marionette area and prescribed 20mg prednisone for one week. Symptoms ongoing.